Event description:
It was reported that during a "branchial angiogram", a balloon rupture occurred. The lesion was located in an unspecified vessel. The physician attempted to pre-dilate the lesion with the apex monorail 12mm x 2.00mm balloon catheter, however, after an unspecified number of inflations, the balloon burst at 2 atms. The physician removed the balloon and successfully completed the procedure with an unspecified device. No post-procedure complications were noted and the patient's status was reported as "stable".